Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 30 mg/dl and the paramedics were called to his home on (B)(6) 2016. The paramedics gave the customer a glucagon shot. Customer's current blood glucose level was 457 mg/dl. The customer was wearing the insulin pump. The reservoir was showing less insulin than what is shown on the status screen. The displacement test passed. The device was not returned.